Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's system board, proportional valve, 3 way valve and internal flow sensor were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's system board, proportional valve, 3 way valve and internal flow sensor were replaced to address the issues. The system board, proportional valve, 3 way valve and internal flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board, proportional valve, 3 way valve and internal flow sensor functioned as designed and operated without issue or error codes.